Event description:
The customer's mother reported via phone call experiencing high blood glucose levels. The customer's blood glucose had risen from 200 to 493 mg/dl. The caller stated that the school nurse changed the infusion set and reservoir. The customer's mother requested replacement of the supplies. Troubleshooting for high blood glucose event was not possible, as the customer was away at school. The customer's mother was advised to call back when the customer arrived home in order to troubleshoot the insulin pump. The customer's mother also added that the other day, she and the customer had bent something. It was unclear what they had bent, but the caller advised that the issue had led them to change the infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.